Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was experiencing slow load times, and remote support service (rss) was found to be offline. A field service engineer (fse) reported that the station was offline due to rss connectivity issues. Upon further investigation and support, the station was successfully reconnected to rss. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was taking a while for it to login. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was taking a while for it to login. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.